Event description:
It was reported that after a da vinci si surgical procedure, frayed wires were identified in central processing on the mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of frayed wires was confirmed. One grip close cable was broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instruments wrist. Additional observation not reported by site was proximal clevis wearing. The proximal clevis cable hole exhibited wear on one edge. Other cables at the instruments wrist were not damaged. Evidence is not conclusive but wear on the hole may have contributed to the cable breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.